Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's device was underperforming. The caller was not with the patient to do further troubleshooting at the time of the call. There were no known events/activities that prompted the reported issue. The caller was not the managing physician and had no further information about the device or therapy, further information could not be collected or asked. No patient symptoms were reported. No further complications were reported or anticipated.